Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy procedure, at the time of firing the third reload on the stomach, the device stopped firing about 0.5cm from the end and locked on tissue. The surgeon tried restarting the device by pressing the two green buttons, but nothing happened. Then the adapter was detached and reattached back into the shell, but the reload remained locked on tissue and the blade was stuck; it did not move back. A manual retraction tool was then used to pull the blade back. However, nothing happened when the surgeon rotated the tool. A new shell was used, but the issue was still the same. It was noted that none of the holes on the adapter do anything. Then the handle's display showed that a reload needs to be connected into the adapter. To resolve the issue. The surgeon used a manual handle and a new reload to resect next to the jammed stapler. When checked it was noted that the part of the reload connected into the adapter was broken. Therefore, it impossible to unload from the adapter. It was also noted that the distal staples were able to exit the cartridge, but was not formed. The issue led to an even narrower pouch form, less than one inch extended incision, over two hours extended surgical time, tissue loss, and three days extended hospitalization. Afterwards, the same handle and manual retraction tool were tried on with a new adapter and was able to work normally.

Manufacturer narrative:
D10 concomitant products: sigadaptxl, sig power sigadaptxl linear xl adapter (sn:(B)(6); sigtrsb60axt, sigtrsb60axt 60mm xtr thk reinforced rel (lot#n3h2374y); sigmret, sig power sigmret manual retract tool. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.